Manufacturer narrative:
The edwards commander delivery system was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A review of complaint activities and attachments revealed no additional information relevant to the complaints event. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed based on a technical summary that applies to this complaint; an engineering evaluation is not required. A review of instructions for use (IFU)/training material for a technical summary for balloon burst, commander delivery system risk management worksheet, and procedure for product complaint and adverse event reports and trending were reviewed and captured in a technical summary, which applies to this complaint event. Therefore, an engineering evaluation is not required. No IFU/training deficiencies were identified. The complaint for "general risks - failure - balloon burst" was unable to be confirmed since neither image nor the device was returned for evaluation. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "the balloon rupture was found after the valve was deployed. The physician thought that the balloon was ruptured due to a little narrow sinotubular junction (stj) with calcification during valve deployment." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. The complaint for "general risks - failure - balloon burst" was unable to be confirmed. No manufacturing nonconformance was identified during evaluation. Available information suggests that patient factors (calcification) likely contributed to the complaint event. A technical summary is applicable to this complaint because calcification was present in landing zone and could have caused the balloon to burst. As such, a full engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. Control limits are managed and assessed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in japan, post deployment of a 23mm sapien 3 valve in the aortic position via transfemoral approach, a balloon of the commander delivery system was deflated, and blood was aspirated. The delivery system was removed, and mild to moderate paravalvular leak (pvl) remained. A new delivery system was opened, and post-dilation was performed with nominal plus 2 ml volume. "The balloon rupture was found after the valve was deployed. The physician thought that the balloon was ruptured due to a little narrow sinotubular junction (stj) with calcification during valve deployment." There was no report of any injury to the patient.

Manufacturer narrative:
Investigation is still ongoing.